Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch 1221934-2016-10273.

Event description:
The sales rep reported that during a meniscal repair procedure after pressing the first gray trigger the customer's meniscal deployment 12 degree gun and the customer's omnispan meniscal repair, both implants fired at the same time and the silicone sheath pulled off the needle. The sales rep reported that the surgeon completed the procedure by performing a meniscectomy and removing part of the meniscus. The sales rep reported that there was a 15 minute delay in the case. The sales rep stated that the device was loaded properly and that the doctor has plenty of experience with the devices. The sales rep stated that the needle did not penetrate the meniscus. The sales rep is not sure if the failure is due to the gun or the implants. The device will be returning for evaluation.

Manufacturer narrative:
Only the needle, a small piece of suture and one implant was returned for evaluation. Under magnification there were no anomalies observed on the needle. The silicon sleeve from the needle was not returned. The gun complaint device is not being returned. Without physically evaluating the device, it cannot be determined if there was any damage to it that would lead to the reported failure. A root cause cannot be determined however one possible root cause is the failure mode results when main pusher rod is bent upwards; the failure mode is due to the interference of the bent pusher rod with the 2nd implant during deployment. This bent rod will push the 2nd implant and 1st implant from the needle, thus deploying both implants. Based on the information provided and the devices that were returned we cannot confirm this complaint. A batch record review has been conducted for the needle to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. A batch record review has been conducted for the gun to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dis-similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).